Event description:
It was reported that: the anesthesia machine was in use, during a surgical procedure. The user was also utilizing an electro surgical device, a codman & shurtleff bipolar coagulator, model 86-1114b, manufactured by codman & shurtleff, inc., and it was reported during its' use, that the patient sustained serious and permanent injuries.